Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella cp device for mechanical circulatory support. The patient coded just after being placed on the catheter table in the lab. Cardiopulmonary resuscitation was initiated as a transvenous pacemaker (tvpm) and the impella was placed. The impella was started but was unable to achieve adequate flows and the tvpm was unable to capture. Survival outcome at explant noted the patient expired in the procedural area. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise. The patient's peri-procedural condition was poor.